Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided d10: concomitant medical products and therapy dates: tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot: 1253937 g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed. Fractured screw identified inside implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review as per rm-00556-haz rev. 6, the most likely root cause determined from the investigation was patient factors and/or user error. Therefore, based on the available information, a device malfunction has occurred. Screw fragment identified stuck inside the returned implant. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported an implant fractured, at tooth site #46, at the collar. Implant was removed. Fractured screw identified inside fractured implant. This report refers to screw fracture event.